Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dislodgement and an impedance warning. The right ventricular (rv) lead exhibited an impedance warning. The ra lead was repositioned and remains in use. The rv lead remains in use. No patient complications have been reported as a result of this event.